Manufacturer narrative:
Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient became acutely dizzy and fell on (B)(6) 2018 resulting in subdural hematoma. Technical service review noted there were no unusual events seen within the log files. No further information was provided.

Manufacturer narrative:
Investigation conclusion: a direct correlation between (B)(4) and the reported event not be determined through this investigation. The submitted log file did not record any unusual events. The pump operated above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The patient remains ongoing on vad support and no further issues have been reported. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate ii lvas IFU and advises the patient to route the patient cable so it will not cause a tripping or falling hazard. Additionally, it is advised that if the power module patient cable remains connected to the power module when not in use, make sure the power module patient cable does not become damaged, dirty or wet, and is placed to ensure the patient does not trip or fall. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient remains ongoing on vad support and no further issues have been reported. A cause for the dizziness was not determined. The event was not believed to be device related. No treatment was administered other than hospitalization and the patient is currently home doing well and has a regularly scheduled follow up.